Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insufficient allegation occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The sensor was inserted into an unknown insertion site on an unknown insertion date. The probable cause was determined to be a low transmitter battery which led to a transmitter failed error. The reported event of an insufficient allegation is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.